Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
On (B)(6) 2016, a patient of unknown age and gender presented for an evlt procedure. At the close of the procedure, when the treating physician removed his foot from the foot pedal, the laser continued to fire. The physician immediately pushed the emergency stop button, which stopped the laser from continuing to fire. The patient suffered no harm or injury due to the event. It was reported the evlt system is available for return to the manufacturer for assessment and repair.

Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). The unit was received in good physical condition. Functional testing was performed on the returned unit. During testing the customer's laser and foot pedal were tested together and no defects were found, however separate testing of the customer's foot pedal with a foot switch tester found that the foot pedal was defective. The reported complaint description was confirmed. The unit did not function as intended during testing. The root cause was determined to be a defective switch assembly in the foot pedal. This is the first repair for the foot pedal since it was delivered to the customer account in july 2012. The most likely root cause for the defective switch assembly is normal wear and tear. The switch assembly was replaced in the foot pedal and the power supply connector pins were cleaned and lubricated. The unit was calibrated and tested per svc-001-s10 and met all acceptance criteria. The user manual (man/31/0075 us version 2.0 may 2011), which is supplied to the end user with this unit, states "connect the footswitch to the footswitch socket (line up red dots and insert). If the footswitch is pressed when the ready request is made, the message [?]footswitch pressed' is displayed and the footswitch should be released before the operation can continue. The message will disappear when the footswitch is released". Should the generator show an error message in reference to the footswitch, the manual contains the following statement "footswitch connection fault; check that the footswitch has been connected correctly. If this does not clear the problem, call for support from your angiodynamics representative". This angiodynamics hardware unit has a related disposable device however the reported complaint could not be related to the disposable device. The disposable fiber would not cause the laser to continue firing when releasing the foot pedal. A review of the associated disposable device's lot history records and complaint history is not required. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).